Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep met with patient today for further programming because patient reported seeing desired settings not available. Rep said impedance last tuesday was 1080-1300 ohms, but it showed avoid for 7 & 15 today with it being 170 ohms. Patient was programmed 8+11+12- 20hz, 80usec and patient got to 11.5 ma. Troubleshooting reviewed that 11.5 ma is fairly high and system was reaching its limit. Rep reprogrammed using 2+3+4-5- and patient got appropriate stimulation at 7.5 ma. Rep to check impedance in different body positions to make sure there isn't any further impedance issue. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Further additional information was received from a rep, they met with patient (B)(6) 2022 at pt received oor message on patient controller. When meeting with patient and connect with ins this date, electrode 6 and 15 showing avoid use with value of 790. Multiple reference electrodes were used on both leads and values did not change. Reprogramming conducted avoiding these electrodes with programming to patient satisfaction with ability to increase intensity beyond need. More information was received from rep stating they met with patient (B)(6) 2022 after patient contacted representative over the weekend (B)(6) 2022 stating that she continues to see error message on patient controller saying unable to provided desired intensity. Upon meeting with patient, impedance check showed orange electrodes at 2 contact points showing value of 990 at electrode 7 and 1000 at electrode 15. Neither of these electrodes were being used on any of the 3 group program options. However, pulse width was increased to allow for patient to adjust intensity. Patient left appointment will satisfactory programming which met her expectations. Patient¿s physician discussed a lead revision during their visit. The approval process for lead revision has been started.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient requested meeting after being unable to increase intensity on all groups a, b, and c on patient controller. Upon connecting to ins, all impedances were within normal range. Impedance check performed with multiple different reference electrodes and impedances remained within normal range. However, when attempting to program at the bottom of both leads, oor message appeared. I was able to reprogram patient at the top of leads without oor message and patient reports satisfied with programming. Issue remains ongoing. Plan for follow up imaging with physician. Impedance check performed with multiple different reference electrodes and impedances remained within normal range.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# :b)(4), implanted: (B)(6) 2015. Product type lead product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015. Product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-mar-2019, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.